Event description:
It was reported that the home sharps container was unable to fit a pen needle with a cover inside it. The following information was provided by the initial reporter: material no. 323487 batch no. Unknown verbatim: consumer reported he had difficulty detaching the pen needle in the sharp container. Instructed how to remove the pen needle from the container. He was unable to detach the pen needle. Assisted consumer to help removing the pen needle from the cap.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is premium plastic solutions. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the home sharps container was unable to fit a pen needle with a cover inside it. The following information was provided by the initial reporter: material no. 323487, batch no. Unknown. Verbatim: consumer reported he had difficulty detaching the pen needle in the sharp container. Instructed how to remove the pen needle from the container. He was unable to detach the pen needle. Assisted consumer to help removing the pen needle from the cap.